Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported inaccurate sensor readings that caused his insulin pump to go into a false threshold suspend mode. Customer's blood glucose is 274 mg/dl. When checking the history, customer stated he has had false threshold suspends. As an example, one time customer's blood glucose was 123 mg/dl, but her sensor reading was 53 mg/dl. Customer was advised to monitor the issue and call back if it recurs. Nothing further reported.